Manufacturer narrative:
A supplemental report will be submitted upon completion of the manufacturer's physician assessment of the reported information and plant's investigation.

Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient experienced a m42 patient vacuum too high alarm. Patient was reported to be in drain five of five with a total drain volume of 2335/2203 ml. During treatment the patient experienced stomach pain and a headache which ultimately caused the patient's caregiver to cancel treatment. The caregiver reported the patient's blood pressure was "real high". On (B)(6) 2013, the patient's prescribed therapy was changed. The patient's prescription was changed from two 1.5% and on 2.5% pd solution bags to three 2.5% pd solution bags to lower the patient's blood pressure. Technical support assisted the patient with canceling treatment at which time the caregiver reported the patient would be going to the clinic for a follow-up appointment. During a follow-up call on (B)(6) 2013 with the patient's pd nurse it was reported the patient was admitted to the hospital on (B)(6) 2013 for a gastrointestinal bleed and subsequently expired (B)(6) 2013. The pdrn reported a few causes of death which consisted of cardiac arrest (cause unk), stroke, failure to thrive and seizures.